Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 6. Details of surgery: immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.